Manufacturer narrative:
B3: date of event is estimated. As the device is not returned, no other information is available at this time to determine any other probable cause and/or the exact cause of the event. If the device is received an investigation will be conducted and a follow up will be submitted if required.

Event description:
Patient the device was charge was not lasting long enough leading to the device not putting out oxygen. It was also noted that the device was getting hot. As a result, the patient fell and was taken to the emergency room. The patient was admitted for 1 day. The patient has received the replacement device.